Manufacturer narrative:
A field service engineering (fse) was at the customer's site to address reported event. Fse confirmed error 4124 by reviewing the error logs, but could not reproduce any of the reported errors. Fse instructed the customer to perform a quality control (qc) run, all qc on multiple assays completed successfully without error and within acceptable range. Fse observed the sampler as it went to the bottle for the sample and it lowered to the level of the liquid and a little bit more as it should, it did not go to the bottom of the bottle. Fse checked the alignment for the bottom of the bottle and it was set correctly. Fse checked the hand touch ad and found no issue. Fse performed a hard reset of turning the power off and back on and ran the system afterwards without any errors. No further action required by field service. The aia-900 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number 11408209. There were no other similar complaints found during the searched period. The aia-900 operator's manual under chapter 7, section 7.1: list of error messages states the following: [4124] sample-z bump cause: the specimen cap rear-end collision sensor s054 was activated while the specimen dispensing arm z was moving toward the home position. A ss flag will be attached to the measurement result. Action: if the cap is on the specimen, remove it and perform measurement once again. If it is not, contact tosoh local representatives. Check s054 and pm051 for a possible malfunction. [2064] specimen level detect failure cause: the level of a[rack ID, rack, position, specimen ID] specimen was not detected even when the specimen diluent tip was lowered to the bottom of a container. An ss flag will be attached to the assay results. Action: confirm that the set position of the specimen is correct, and also that the capacity of the container is adequate. If the trouble reoccurs, contact the tosoh local representatives. The most probable cause of the reported event could not be determined.

Event description:
A customer reported getting error messages "4124 sample z bump" and "2064 specimen level detect failure" on the aia-900 analyzer. The customer verified waste bin is not full and tip trays are loaded correctly. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for estradiol (e2), follicle stimulating hormone (fsh), luteinizing hormone (lhii) and prolactin (prl). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.